Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) regarding a discordant, falsely elevated potassium patient result on a dimension® exl¿ with lm system. Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant falsely elevated potassium result on a dimension® exl¿ with lm system. Hsc has reviewed the instrument data. Quality control was within the expected range and no issues were noted with other patient samples indicating that the instrument and assay are performing acceptably. Repeat of the same sample yielded expected results. Based on the results of the investigation, a potential product issue has not been identified. The instrument is operational. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant falsely elevated plasma potassium (k) result was obtained on the dimension® exl¿ with lm system. The discordant patient result was not reported to the physician(s). The same sample was reprocessed on the original and an alternate instrument (12252520). The lower reprocessed result from the alternate instrument was obtained, considered correct and reported. There are no known reports of patient's intervention or adverse health consequences due to the discordant falsely elevated patient result.